Event description:
Event description boston scientific received information that the right atrial lead safety switch (lss) had been triggered. All daily measurements were normal and impedance measurements were also normal when tested in the bipolar configuration. The patient also reported dizziness a few months ago; however, the device was not checked at that time, so its not possible determine device involvement.